Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent patient effect was possibly due to operational circumstances. In this case, it was reported that the guide wire encountered difficulty during removal. Factors that may contribute to difficult to remove include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, interaction with challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. Additionally, it is possible that manipulation of the guide wire, when it encountered resistance, resulted in the reported material separation. The separated portion of the wire possibly remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling,

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the teflon portion of the hi-torque (ht) command 18 guide wire remained stuck either in the anatomy or in the catheter and the procedure was stopped. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.